Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was ranging in 300s and 400s mg/dl without eating anything. The customer was treated with bolus. The customer advised to continue troubleshoot for high blood glucose when she gets home with her supplies. The insulin pump will not be returned for analysis.